Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, non-sustained lead noise was observed due to rv lead noise. Lead was capped and replaced.